Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Batch # n5300u. Additional information requested and received: did the device staple and cut? The surgeon did not think it engaged the tissue at all, but could not answer with certainty. He thought the knife advanced just enough to lock the jaws closed, but most likely not to staple and cut. Were there any successful firings with the echelon device? No, this was the first firing. Why does the surgeon believe the post-operative leak is related to the echelon safety lockout? He suspects that it may have contributed to it, but is not certain. What is the current patient status? I am awaiting follow up from the surgeon and will send this info. Additional information received: I have just talked with the surgeon and discovered that this instrument failure is now linked to an adverse event with the patient. Below is the information that I have: as reported on the initial report, the patient was operated on 29.03 with lapsleeve and that is when the instr error occurred with the powered echelon 60. On the (B)(6), the patient presented with a fever and a CT revealed that there is a leak at the location of the failed firing of powered echelon. Presently, the patient is in the hospital with a gastric drain and is being observed. If the blood values continue to rise and the patient does not feel better, they will likely need to reoperate to repair the leak. The analysis found that one psee60a device was returned in good visual condition and with the manual override door out of position and missing; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequence firings. A gst60g cartridge reload was received partially fired 1/16 and loaded in the device. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy procedure, surgeon placed the instrument on tissue and pushed button to advance knife. It advanced 1-2mm and then stopped and would not function any more. The surgeon had to use the manual return lever to return the knife and remove the instrument. He then continued the procedure with covidien's endocutter.